Event description:
It was reported that during the water vapor thermal therapy procedure, it was tried to give the sixth shot by pulling out the needle to spray steam, however error 265 (low water pressure) was displayed. The acknowledge button was pressed, but the procedure was then aborted without continuing. The procedure was aborted due to this event. The patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The device passed visual inspection. No damage or abnormalities were found. Mechanical testing was performed, the needle retracted and deployed, and the function of the buttons worked as intended. The device was functional test, the prime, pretreatment, and 5 full treatments without any issues or errors. Based on the test results the investigation was assigned to no problem detected.

Event description:
It was reported that during the water vapor thermal therapy procedure, it was tried to give the sixth shot by pulling out the needle to spray steam, however error 265 (low water pressure) was displayed. The acknowledge button was pressed, but the procedure was then aborted without continuing. The procedure was aborted due to this event. The patient was under general anesthesia. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.